Event description:
It was reported that the user received a dexcom g7 connect cgm alert and could not proceed because they forgot and did not enter the required four-digit pairing code, consistent with an incorrect or incomplete pairing attempt. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary interruption of cgm connectivity and dosing warnings consistent with a ¿dosing stops soon¿ alert. Investigation included troubleshooting and user education performed by support to guide correct code entry and pairing steps. Investigation of this case revealed user error during sensor pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.